Event description:
Philips received a complaint on the v60 ventilator indicating that there was misalignment in the touch position of the touchscreen. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The authorized service provider (asp) confirmed the reported issue and also found scratches on the touchscreen. The asp replaced the touchscreen and completed a comprehensive inspection, cleaning, running test, and functional test following the repair. No other abnormalities were found.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the touchscreen flex circuit successfully passed all resistance tests. As flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.